Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was new to the pump and contacted tandem technical support for assistance with completing the load sequence. It was indicated due to the length of time in changing the supply that the customer blood glucose level was 322 mg/dl. The customer reported that no correction was needed due to insulin on board (iob) of 5 units to address bg level. The customer was able to change pump supplies, complete load, and resume insulin therapy with tandem technical support.